Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when staff tried to plug the monitor in the charging port was found to be damaged. Due to this, the device was unable to charge. There was no patient impact or injury reported.